Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, when the t1 of a fast fix flex was deployed by depressing the deployment knob, simultaneously the t2 implant fell off from the inserter and an strange noise was heard; however t2 implant was not deployed through the meniscus. The procedure continued without surgical delay with a backup device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned, without the white depth gauge and with the retaining tube off the shaft with the proximal end of the suture string in it; in the pret1 setting with the suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.